Event description:
Two fast-fix devices were used in a meniscal repair procedure. During deployment of the first device, complete penetration of the second suture bar through the meniscus was not achieved. The first suture bar remained in the joint. During deployment of the second fast-fix the sliding knot did not advance. The suture was cut leaving two loose bodies (suture bars) in the joint. The repair was completed with an alternate device. No further procedural complication or injury to the pt was reported.